Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system: lift, support plate, stabilizer, steerable guide catheter, clip delivery system (x3). The mitraclip was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The three other mitraclips (10251865/06, 10284045/12, 10289045/29) referenced are being filed under a separate medwatch MFR number.

Manufacturer narrative:
(B)(4). As the clip delivery system and clip were discarded, an analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records/complaint history and information provided to abbott vascular. Potential causes for failure to adhere or bond to the leaflets are, but not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique and procedural conditions (procedural circumstances influencing the ability to grasp the leaflets). As part of the mitraclip manufacturing process, all devices are subject to visual and functional inspection to verify product quality. Review of the device history record confirmed this device passed all in-process and final inspections, including verification that the clip and its components were functioning as expected. There were no non-conformances issued for this lot that would have contributed to the reported event. A query of the electronic complaint handling database indicated no other incidents from this lot of reported difficulty removing the device due to chordal entanglement. The user also reported no issue while functionally inspecting the cds during device preparation, which is an indication that the device was functioning properly prior to use. Furthermore potential causes for difficult to remove may include, but are not limited to, manufacturing anomalies, patient conditions (such as anatomical morphology/pathology, associated comorbidities, and disease state), user technique and procedural conditions (procedural circumstances influencing the ability to visualize the clip in relation to the mitral valve. With respect to the patient condition, procedural conditions and user technique, the failure to adhere or bond to both leaflets may be influenced by the difficulties with visualization or morphology of the mitral valve, including tethering of the leaflets, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. Additionally in respect to the detachment of device component the procedural conditions and user technique, may be influenced by the difficulties with visualization or morphology of the mitral valve, chordae interaction, or leaflets that are thinner/thicker, restricted and prolapsed. In this case, the information provided in the case details stated as the clip was being maneuvered into place, it became caught in the chordae, freed, and was grasped to the leaflets, but there was no significant reduction in mr. As the position of the x-ray machine was being maneuvered, the steerable guide catheter (sgc) was inadvertently pushed causing the clip delivery system (cds) to be pulled back and the clip was pulled off of the leaflets. Further grasping attempts were unsuccessful and the decision was made to convert the patient to surgery. Based on the information reviewed, the reported failure to adhere or bond and the detachment of device component appear to be related to procedural conditions and not a product quality deficiency. The reported tissue damage, surgical procedure and hospitalization were the results of case-specific circumstances.

Event description:
This report is being filed as the mitraclip (10286205/30) became caught in the chordae and was pulled causing it to detach from the mitral valve leaflets. It was reported that during a mitraclip procedure, one clip was implanted without incident. During placement of the second clip (10251865/06), the clip became caught in the chordae and after it was released, it was implanted. The mitral regurgitation (mr) remained a grade 4 as the lateral severe jet remained. A third clip (10284045/12) was introduced into the left ventricle, but it moved extremely medially and became caught in the chordae several times. Initially, the physician felt that there was a steering issue with the clip, but then thought it was due to the sub-valvular anatomy. The third device was removed from the anatomy. Clip (10289045/29) was then used and also became caught in the chordae. Upon freeing the clip from the chordae, a ruptured chordae was observed. The clip was implanted. The severe lateral jet and mr 4 remained. As another clip (10286205/30) was being maneuvered into place, it became caught in the chordae, freed, and was grasped to the leaflets, but there was no significant reduction in mr. As the position of the x-ray machine was being maneuvered, the steerable guide catheter (sgc) was inadvertently pushed causing the clip to be pulled off of the leaflets. Further grasping attempts were unsuccessful and the decision was made to convert the patient to surgery. During the surgery, the posterior leaflet was observed to be torn and the mitral valve was surgically replaced. Post surgery, the patient was reportedly going to be discharged soon. No additional information was provided.